Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged bacterial filters were dark grey/black. There was no serious patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, dirt/dust contamination was observed from an external source inside machine flow sensor and throughout unit. The device¿s system board, machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan (both fans), muffler assembly, tubing kits (fio2, blower, board and low flow o2) needs to be replaced due to the contamination, which was not related to the malfunction/issue.

Manufacturer narrative:
This device is not in scope of recall.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be - the manufacturer received information alleging a ventilator's bacterial filters were dark grey/black. There was no serious patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, dirt/dust contamination was observed from an external source inside machine flow sensor and throughout unit. The device¿s system board, machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan (both fans), muffler assembly, tubing kits (fio2, blower, board and low flow o2) needs to be replaced due to the contamination, which was not related to the malfunction/issue. Also, section "(device) problem code grid (1)" has been updated/corrected in this report.